Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified glucose low reading on the adc device. The customer was asymptomatic and was able to self-treat with candy and a banana. However, they also had contact with a healthcare professional (hcp) who obtained an hcp meter reading of 200 mg/dl compared to a sensor scan result of 25 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown whether the customer noted a trend arrow on the device. The hcp then gave the customer januvia 50 ml tablet and glimepiride10mll tablet for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.